Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented for routine follow-up, episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. Programming changes were made. The device remains implanted